Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, the patient underwent endovascular treatment for an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis and gore® excluder®aaa endoprosthesis. After deployment of the trunk-ipsilateral leg endoprosthesis, cannulation of the contralateral gate was attempted; however, cannulation became difficult after passing through the gate. The ipsilateral side was deployed first, and the contralateral leg endoprosthesis was extended to the right external iliac artery. Multiple cannulation attempts to the contralateral gate were made using micro guidewires and catheters from both the left and right distal access routes, but all attempts were unsuccessful. It was decided to convert to aui procedure. The left common iliac artery was embolized using plugs and coils, and an additional stent graft was deployed from the proximal neck within the trunk device to the right/ipsilateral leg. After f-f bypass was performed, the procedure was completed. It was suspected that twist or kink of the trunk device near the bifurcation of the main body because the wire could not pass above the long marker. It was also suspected that during adjustment of the contralateral gate orientation after insertion of the device, the device may have been twisted and deployed with a narrowed lumen. The physician¿s comment: it was anticipated that the bifurcation of the device would be positioned at the anatomically narrowed segment, and cannulation from the distal side was technically challenging due to the angle.